Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had issues with the sensor. Customer reported last week her blood glucose was 400 mg/dl due to she stated she did not get insulin due to cannula was bent. Customer stated that her doctor changed the basal settings. Customer reported that the insulin pump kept going into threshold suspend at 55 mg/dl and her readings were way off. Troubleshooting was done. Customer's blood glucose was 163 mg/dl. Customer stated the sensor reading was 55 mg/dl and suspend threshold limit was 60 mg/dl. The customer was advised about the difference of sensor and blood glucose reading and advised to monitor and call back when issues persist. No further information provided.